Event description:
Early battery depletion to end of life. ICD implanted on (B)(6) 2012. Last interrogation of device on (B)(6) 2015. Battery showed 7.7 years life remaining. Pt walked in clinic on (B)(6) to see general cardiology. Unable to interrogate device at all which means battery is dead. Life vest applied until battery replaced on (B)(6) 2016.